Manufacturer narrative:
This report is submitted on april 20,2023.

Event description:
Per the clinic, the patient experienced performance decrement, impedances issue and subsequent loss of connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.